Manufacturer narrative:
The device has not yet been returned for analysis. The evaluation of the device is pending. Once the investigation is completed, a supplemental report will be submitted. Manufacturer reference #: (B)(4).

Event description:
On (B)(6) 2026, it was reported that the button broke off the top tray in the middle of the night while being worn. The device was delivered to the patient and was first used on (B)(6) 2026. The incident occurred on (B)(6) 2026. The patient reported the issue and stopped using the device on (B)(6) 2026. The patient didn't suffer any permanent harm/injury, and no medical intervention was required.